Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was faulty, and no sound was present at time of event and a replacement needed to be ordered per contract. Speaker was ordered and sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer received a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating that the speaker was faulty; the monitor displayed an error. It is unknown if the device was in clinical use at time of event, no adverse event was reported.